Manufacturer narrative:
The investigation into this situation is ongoing at this time. Once the investigating is completed more detail and the conclusion will be provided.

Event description:
During a seeds implant, five seeds total (from two different needles) were deposited in the pt approx 5 cm inferior to position called for in the plan. The needles were between columns e and I (siemens numbering) in the plan.